Event description:
It was reported that the patient experienced an Insulin Flow Blocked alarm event and subsequent high blood glucose of 200-300 mg/dL. The high blood glucose was treated with a manual insulin injection on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable Serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.